Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an ins. It was reported by the initial reporter that her hernia surgeon stated he had another patient with an ins with the same symptoms the initial reporter was experiencing. The initial reporter reported experiencing issues after having hernia surgery like the right side of her back starting hurting and got worse overtime, and patient was getting sick to her stomach. The initial reporter reported having the ins turned off now and it was not hurting with it turned off, when the initial reporter turned it back on, she was in tears, because it was painful and she couldn't stand it on the right side. The initial reporters hernia surgeon told her about his patient who was referred to a healthcare professional and the patient got better once the ins was removed. No complications reported. No further symptoms reported. **information regarding the initial reporter issues can also be found in (B)(4).